Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-11242. Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to set their ipg into MRI mode. It was found that 3 contacts have high impedance. In turn, surgical intervention may be pending to address the issue.